Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear on the left and right side. Fluid was observed exiting a tear during a leak test. No other damages or defects were found with the device. The external tear has been identified as the root cause of the not sure delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 380mg/dl. The pod was worn between 5 and 24 hours on the arm. Investigation of the device found a tear of the soft cannula.